Manufacturer narrative:
Our investigation for this complaint has been finalized. Investigation on-site by our field service engineer (fse) was able to confirm the reported failure. Our fse replaced the blown fuses of the mains inlet of the compressor which solved the reported problem. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.

Event description:
It was reported that the compressor was not powering on. The patient involvement is unknown. (B)(4).